Event description:
In 2009, the pt reported she received an e4 (occlusion) error on her insulin infusion device 15 minutes ago. She disconnected her device from the tubing and tried to prime through the adapter but received another e4. She completed the 'cartridge change' procedure, successfully primed a new infusion set, and placed her device in run. As a result of the occlusion, she stated she had an elevated blood glucose reading of 250 mg/dl with her target range being 100 mg/dl. Her symptom was increased thirst. She said she has had ongoing occlusions since about one month prior, but that before today, her last occlusion occurred approximately one week prior. She has had occlusions with different vials of insulin, infusion sets, site locations, adapters, and batteries. She stated she changes her insulin cartridge every 6 days. Troubleshooting did not find any product issues. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for evaluation.